Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became frozen on a low blood glucose (bg) reminder. Contact stated that she did not wish to discuss the low bg, and that she did not know if customer's blood glucose levels were impacted. During troubleshooting with tandem technical support the reminder was able to be cleared and insulin delivery was resumed.